Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left arm movement by the patient, intermittent failure to capture and noise was noted on the right ventricular (rv) lead, resulting in syncope and hospitalization. Intermittent and high impedance in both unipolar and bipolar configuration was also observed. Lead fracture was confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.